Event description:
Customer called in to purchase a new meter. He stated he had a bad insulin reaction and fell on the concrete at the store. He was sent to the hospital and now he cannot find his meter. Customer declined troubleshooting for low blood glucose. He stated his insulin pump is working fine. The hospitalization was due to the insulin reaction and not the device. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).